Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with a 600cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On november 18, 2022, the mentor failure analysis lab has received the device for evaluation. The lot number was updated to 7699834 in section d4. On november 30, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample determined that no damage or anomalies were observed on the sm mpps dv 600cc breast implant. Leak testing was performed, according to the mentor procedure, and it revealed two tears on the posterior view, measuring both ruptures less than 0.1 cm. Microscopic examination was performed on the edges of tear (a) and tear (b), and parallel striations were found in the whole area of both tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).